Manufacturer narrative:
Contact lens is not available and lot number info is unk. Based on all info no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported a pt experienced a corneal ulcer after wearing the contact lens. Upon follow up the doctor reported the pt had complaints of foreign body sensation, photophobia and watery discharge in the morning after wearing her contact lenses. The pt denies sleeping in the lenses. Pt was diagnosed with bacterial keratitis in the left eye and was treated with besivance, preservative free refresh and advised no contact lens wear. Add'l to the report of bacterial keratitis the doctor states the ulcer is not located in the ventral 6 mm of the cornea and it is not infectious. It is noted the pt is a long-time wearer of acuvue oasys contact lenses and has an extensive history of corneal ulcers secondary to contact lens wear. Pt's eye recovered with one week of treatment, there is no permanent decrease in visual acuity but a corneal stromal scar is present. The doctor does not know if the event is related to a specific product. The lens is not available for eval.